Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Changing your pod. Chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package. For:omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 271 mg/dl and that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, the ratchet gear manually advanced, and the device successfully deployed. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.